Manufacturer narrative:
Patient information not provided for any type of follow up. There is no information for us to conduct any type of review and the reported complaint on the medwatch is not conclusive that the device "broke" due to misuse or how the device is "broke".

Event description:
Patient reported to pharmacist that his autoject for copaxone "broke". Pharmacist provided patient with phone number to shared solutions to request new one. Rx meds: copaxone inj 40mg/ml.